Manufacturer narrative:
Investigation conclusion: tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: could not duplicate with returns. Source: email.

Event description:
Reported 15 false positive flu b results. 100 tests were performed. The customer communicated the results were confirmed negative by molecular (pcr testing).